Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid dialysate. The cause of the peritonitis was unknown. The patient presented to the emergency room, was prescribed unreported antibiotics and was sent home. The following day the patient presented to an outpatient clinic with abdominal pain and was subsequently hospitalized for the event. The same day the patient began treatment with intraperitoneal tazicef and cefazolin 1 gram, once a day. At the time of this report the patient remained hospitalized, continued with the antibiotic therapy and was not recovered from the peritonitis event. The extraneal and physioneal therapies were ongoing. No additional information is available.